Event description:
The customer reported to olympus that the xenon light source was connected to the scope and about 10 minutes after the device started up, the endoscope screen turned into a sandstorm. The endoscope screen was in a state of electronic disturbance. The customer reported the subject was not visible at all. No error codes were shown. The customer reported there was no impact on patients; the procedure was completed by switching to same product. No adverse effects to patient reported. This report is related to linked patient identifiers (B)(6).

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported image issue was confirmed. Testing also showed the lamp light intensity was below specifications. Visual examination showed the front panel serial number label was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the device caused the image to become electronically disturbed. This was found during prep prior to procedure. The procedure was completed with similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields b5, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of indication phenomenon. Cv-290/video system center and clv-290sl/xenon light source did not show any abnormalities, and facility showed that the abnormalities occurred at all times when confirmed by the specified scope, suggesting that the abnormalities may be caused by the scope. Olympus will continue to monitor field performance for this device.